Manufacturer narrative:
(B)(4): on an unknown date, the patient recovered from the peritonitis. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a baxter employed health professional from (B)(6), of peritonitis in a patient; coincident with dianeal pd2 2.5% and 4.25% ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient's treatment started with tazar for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Additional information: this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed. No device malfunction or use error was identified during the report, therefore no assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.